Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address dislocation. A brownish discoloration of the tissue was found, as well as brownish drainage, indicating a suspected sensitivity to metal-on-metal. The pt was not infected.